Manufacturer narrative:
Per the tandem user guide: "tap my cgm. Tap start sensor. Once you start a sensor session, the start sensor option is replaced with stop sensor." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer did not start the initial sensor session on pump. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.